Manufacturer narrative:
Evaluation revealed the set screwdriver to be the primary product. Investigation revealed no discrepancies in material of manufacturing. Deviations in the device history records (DHR) were not found, the function was given in full on the device at the stage of delivery. As the set screwdriver had been in use for a longer time [manufactured in 2005] we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without problems reported. Catalogue number identified the set screwdriver returned being of an old design version. The general appearance of the device indicated frequent use. The found deformation [evident uncoiling of multiple windings] of the device was caused by applying too high torsional load [brute force] in counter-clockwise direction onto the set screwdriver. A pre-damage had most likely already occurred in former surgeries. As a collateral finding the silicone coating has been found missing at the flexible shaft [silicone covered spring]. It could be assumed that the coating was removed, which is supported by the several scratches at the transition shaft / flexible spiral. This design version is not intended to be used without silicone cover. As mentioned in the IFU, the design of the instrument should not be modified in any way. The issue is not device related but rather related to an inadequate handling by the user [sub-optimal intra-operative procedure]. Remark: it does not have to remain out of consideration that the device had been in use for a longer period of time [more than 12 years] and had been subject to periodic stress situations due to multiple applications and sterilization- and cleaning cycles. This kind of instrument should be periodically visually checked and tested for functionality. The checking of instruments prior to a surgery is requested in the instructions for use. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Sales rep reported, set screw driver from the gamma system was broken; flexible part was unwound during a hip primary surgery; surgery completed successfully, no delays. Another gamma system was available.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Sales rep reported, set screw driver from the gamma system was broken; flexible part was unwound during a hip primary surgery; surgery completed successfully, no delays. Another gamma system was available.